Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the battery life was shorter than expected with batteries reportedly losing charge quickly. Multiple low battery and replace battery alarms had been received after the pump had been exposed to water. It was noted that moisture droplets were visible in the display screen after swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.